Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had to have their device replaced because the ¿lead was coming out.¿ the consumer¿s weight at the time of the event was (B)(6). No further complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14t7z, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their first implant removed because it quit working. The implant site was described as hard and the patient was told by their healthcare provider (hcp) and a manufacturer representative (rep) that their lead was coming out. The patient had surgery to replace the ins and revise the lead "to go through her spine." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that a while back, when they had the device implanted, they felt as if their lead was poking out of their hip area. They reported their physician took them into surgery and moved the device around. No further complications were reported or anticipated.